Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that the pt de-compensate with liver failure and heart failure. The pt received a right ventricular assist device (rvad) on (B)(6) 2012. The pt continued to require high dose inotropes and pressors and was hemodynamically tenuous. The pt had cardiogenic shock with underlying sepsis as well as de-compensated liver failure. The pt was on ventilator support, went into cardiogenic shock with asystole and expired.

Manufacturer narrative:
The MFR was advised that the explanted lvad pump will not be returning for evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.